Manufacturer narrative:
Corrected sections as of 11-feb-2020: h10: most likely underlying root cause changed from "mlc-65: manufacturing or packaging defect" to "mlc-61: improper use/mishandle by end user". Most likely underlying root cause: mlc-61: improper use/mishandle by end user.

Manufacturer narrative:
Internal report reference number: (B)(4). Lancets were not returned for evaluation. Most likely underlying root cause: mlc-65: manufacturing or packaging defect. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for bent lancet needles. Pharmacist is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result. The product storage location is undisclosed. The test strip lot manufacturer¿s expiration date is 11/30/2023 and open vial date is undisclosed.